Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there were two hospitalizations due to diabetic ketoacidosis. The customer was admitted once and then a couple of nights later, visited the emergency room. The blood glucose reading at the time of the hospitalization was 430 mg/dl. The customer reported that there was a stomach bug at work and experienced nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with an insulin drip and released after 2 and a half days. The customer's doctor changed the insulin pump settings the day of the event. The customer reported a high blood glucose of 315 mg/dl. The customer treated with manual injection and a bolus and the blood glucose came down to 175 mg/dl. The drive support cap was normal and recessed. The customer did not receive any alarm for no delivery. The customer declined further troubleshooting and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.